Event description:
A report received from (B)(6) stated the device is experiencing a "temperature above spec" issue it is unk if the device was being used during surgery. It is unk if pt or user injury was reported. No add'l info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).